Manufacturer narrative:
Device discarded by user. Device discarded by hospital.

Event description:
When the probe was connected to the machine it created ice through the entire metal shaft of the probe. Opened another probe and that one worked fine. Probe was discarded by the hospital.